Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and power on reset parameters were observed. On (B)(6) 2010, the device recorded a critical ram parity error power on reset.

Event description:
It was reported that a power on reset occurred. The patient had recently had a lot of x-rays but did not remember having one on the day of the reset. The device is still in use. No patient complications were reported as a result of this event.